Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken channel c manual tube release knob. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause for broken manual tube release (mtr) knob on channel c was not identified. The mtr knob on channel c was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause of this condition was assigned to a broken mtr knob. Should additional information become available, a follow-up medwatch will be submitted.